Event description:
Caller alleged discrepant inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.3 and 4.0. Therapeutic range: 2.0 - 2.5. The testing was performed ten (10) minutes apart. Reportedly, improper technique was noted as the customer repeated the finger stick on the same finger. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data will be performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Although the route cause analysis did not include return testing, improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.